Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for hyperglycemia, with a blood glucose reading of 700 mg/dl. The customer stated that prior to the event, he had been experiencing high blood glucose levels for the past couple of months. The customer also stated that his last set change was 2 days before the event and he was having a problems bolusing due to a blank display during bolus. Programming was correct. Nothing further was reported.